Event description:
Healthcare professional (hcp) reports 2 fiber leaks noted by blood in the dialysate compartment at the onset of the pt treatment. The dialyzers were reused; number of times unknown. The hcp reports no patient or need for medical intervention.